Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: right mentor siltex round moderate profile 350cc saline prosthesis, catalog: 3542655, serial number: (B)(4), lot: 6573165. (B)(4).

Event description:
It was reported that a (B)(6) year-old (B)(6) female patient underwent breast augmentation revision with a mentor siltex round moderate profile 350cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent bilateral removal and replacement with unspecified mentor gel prostheses on (B)(6) 2018.

Manufacturer narrative:
The device history record (DHR) was reviewed on 8/9/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2018, mentor was informed that the patient underwent bilateral removal and replacement with mentor memorygel breast implant 350cc gel prostheses on (B)(6) 2018; catalog # 3503504bc, s/ns (B)(4). Right breast prosthesis was deflated during procedure to facilitate removal. The patient tolerated the procedure well. Device evaluation summary completed on 9/4/2018: the device was received at mentor without fluid. During evaluation a rent was observed on the anterior and extending to posterior aspect, measuring approximately 1.2 cm. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The device history record (DHR) of lot number 6998462 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).